Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that no audio output was reported. Data was provided for review but is pending investigation. The allegation was undetermined as investigation is pending. The probable cause was not determined via data. No injury or medical intervention was reported.